Event description:
It was reported that a patient underwent an abdominoplasty procedure on (B)(6) 2011 and suture was used. The patient experienced inflammation at the incision on unknown date and is not resolved. The patient is now being cultured to determine if the area is infected or inflamed. Additional information has been requested.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): one returned explanted suture segment was microscopically examined. The returned segment was a knotted collagen-based suture, similar in appearance to chromic gut. No packaging or other examples were provided. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.